Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported that a patient who he believed was receiving too much medication from their pump was admitted to the hospital. The health care professional was directed by the patient's pump implanting physician to contact the manufacturer regarding decreasing the dosage. Later, another health care professional reported that the patient had recently had an increase in medication daily dose and the patient was also taking oral medication. A decision was made to discontinue IV and oral medication.